Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone proximal to the bevel edge; the heat shrink tube is mildly melted; the fiber distal end exhibits moderate detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber was forward firing @ 260,508 joules. 41:13 minutes time expended. Gland volume 80 ml. The procedure was completed using a second fiber. Pt. Outcome = "no patient injury" reported.